Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was programmed to left ventricular (lv) only pacing, however the field was still seeing 17% pacing in the right ventricular (rv) channel. The rv channel was known to exhibit high threshold measurements. The patient will be brought back in at a later time for reprogramming. The crt-d remains in service. No adverse patient effects were reported.